Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection and stapling of the vessel and liver tissue in a laparoscopic partial liver resection procedure, there was poor staple formation and an incomplete staple line in the distal part. The surgeon was able to squeeze the handle only once and then it locked even there was no tissue or foam inside the jaws. There was leakage of the cava vein and tissue damage as a result of the product issue. The tissue and vein were oversewn to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. The reload was loaded into pmv instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from firing a second time. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was foun d to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The reported condition of the staples did not form properly and the staple line was bleeding was not confirmed. If information is provided in the future, a supplemental report will be issued.